Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and a new 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: analysis results, evaluation results, and conclusion codes.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and a new 4.5 cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.